Manufacturer narrative:
(B)(4). Carefusion technician support determined that the reported event was most likely caused by a faulty gas delivery engine. At present there are no replacement gas delivery engines available for shipping, however when parts become available, a replacement gas delivery engine (gde) will be provided to the distributor to repair the device and return it back to service.

Event description:
The following is a description of an event that occurred in (B)(6), as reported by the distributor: "vent inop error. Can not calibrate to transducers." The event occurred during testing. No patient involvement.